Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The guidewire was returned wrapped around itself; the torque device and introducer were not returned. Visual and microscopic inspection found the guidewire was bent and the polytetrafluoroethylene (ptfe) coating was peeling; resistance was noted during functional testing. It is likely that the bending on the guidewire was due to manipulation of the guidewire after resistance was met and the ptfe coating appeared to be scraped with the torque device collet and/or introducer. It is possible that the ptfe damage could have resulted from excessive tightening of the torque device on to the wire, however, based on the information currently available and the device inspection, the exact cause for the bend, resistance and ptfe coating peeling cannot be determined.

Event description:
It was reported that the coating was flaking off the guidewire. There was no clinical consequence to the patient as a result of this event.

Event description:
It was reported that the coating was flaking off the guidewire. There was no clinical consequence to the patient as a result of this event.